Event description:
Reporter indicated a patient had vns lead and generator replacement surgery performed on (B)(6) 2012 due to painful stimulation. The surgery was performed for patient comfort and not to preclude a serious injury. Vns diagnostics preoperatively indicated normal device function. During explant of the vns lead, bloody fluid was noted inside the lead insulation, and it was suspected there may be a breach in the lead insulation. There was not a frank lead discontinuity seen. The explanted lead and generator have been returned and are pending analysis.

Event description:
Product analysis was completed on the returned vns generator and lead. No anomalies were noted during the generator analysis, and the generator performed per specifications. During the lead visual analysis abraded openings were observed on the outer and both inner silicone tubes. The marked connector quadfilar coil appeared to have two broken strands in the area of an abraded opening. The abraded openings found on the outer and inner silicone tubes, most likely provided the leakage path for what appeared to be remnants of dried body fluids found inside the outer and inner silicone tubes. With the exception of the abraded openings found on the outer and inner silicone tubes and the two broken coil strands from the marked connector quadfilar coil, the condition of the returned lead portion is consistent with that which typically exists following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, with no discontinuities identified. The electrode array was not returned.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.